Event description:
Reportedly, the svo2 incorrect, drifting. No patient injury reported.

Manufacturer narrative:
Optical module, model om2, (B) (4) was reported by customer as having the svo2 drifting. An edwards electronic technician evaluated the optical module and found that the error code was in-vitro calibration. This error code is an alarm which would prevent the customer from using the product. Upon further investigation, an open wire connection was found to be causing the in-vitro calibration error. The service history record was reviewed and all manufacturing requirements were met.